Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain coincident with automated peritoneal dialysis (apd) therapy. The cause of the peritonitis was unknown. Three days after onset, the patient was hospitalized for the event. Five days after being admitted to the hospital, the patient was discharged. On an unreported date, the patient was reported to be recovering from the event. Fifteen days after discharge, the patient was re-hospitalized for eleven days for the same peritonitis event manifested by abdominal pain. On an unknown date, the patient began treatment for the peritonitis with fortaz, ip-intraperitoneally (dose, frequency not reported) and on an unreported date the patient was treated with ceftazidime, 1 gram, ip, daily for 2 weeks. At the time of this report, the peritonitis event was resolved, the patient was recovered and dianeal therapy was ongoing. No additional information is available at this time. This is report 3 of 4 involved in this event.